Manufacturer narrative:
Medical device lot #: the customer provided lot # 0063946. This does not match the catalog number provided. Medical device expiration date: unknown. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2021. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-04-12 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Device manufacture date: unknown. Investigation summary: complaint information description: there was burr on the catheter, actual samples and pictures were returned. The returned sample was observed under the microscope, and there was a white substance attached to the surface of the catheter, not burr. According to previous investigation of white fm on the catheter surface: put the white fm into hcfc solution, the white fm was dissolved into hcfc. According to intima ii process, this defect is for silicone from dc360 lubrication after tipping. According to the characteristics of silicone, during the high temperature and humidity environment, there may be a little precipitate on the surface of the catheter. Bd's materials laboratory in the united states conducts a normative test on the silicone used in the product process. The test results show that the silicone is a lubricant for medical device products and meets the requirements of relevant iso and FDA standards. Check the batch record, record of in-process inspection and final inspection. No fining on residual of silicone on the surface of catheter. The additional silicone was attached from lubrication groove when have lubrication after tipping. Regular inspection and cleaning of lubricating groove has been added to the production line. The measure has been implemented since july 2020. The production date of the product is prior to the measure. No same compliant was received from the compliant lot. Conclusion(s): the white burr on returned sample was the silicone of the 1502c lubrication for lubricant. The silicone is a lubricant for medical device products and meets the requirements of relevant iso and FDA standards. The additional silicone was attached when have lubrication after tipping. In response to the event reported by facility a device history review was conducted for lot number 0063946. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the reported burr was solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. To prevent future occurrences of the nature, our facility has optimized our line checks to identify and remove excess build up of silicone. Rationale: no need for CAPA.

Event description:
It was reported that intima-ii 24gax0.75in prn slm npvc had a burr on the tube. This occurred on 2 occasions. The following information was provided by the initial reporter: during puncturing,the nurse found there was bur on the tube. Updates received from sales representatives on (B)(6) 2021 , event description updated as follows: the product's defect in this case was in the catheter tube.